Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available at this time and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote monitoring system detected a potential device anomaly with this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was referred to their clinic. No adverse patient effects were reported.